Event description:
It was reported that the ventilator "failed" while connected to a pt and in the middle of air transport. The ventilator was removed from the pt and the pt was manually ventilated. It is unk if the ventilator audibly alarmed when the reported problem occurred.

Manufacturer narrative:
Na